Manufacturer narrative:
The technician was able to duplicate the reported event of overheating and additionally, bur wobble, and noted that the driveshaft bearings were damaged. It is likely the reported events were caused by the damaged driveshaft bearings.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event. It was also reported that during testing at the manufacturer facility, the core impaction drill had bur wobble and drilled larger holes than intended. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event. It was also reported that during testing at the manufacturer facility, the core impaction drill had bur wobble and drilled larger holes than intended. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.